Event description:
It was reported that the procedure was to treat an arteriovenous fistula. The 8 x 40 mm x 80 cm foxcross balloon catheter was prepared per the instructions for use, prior to use in the anatomy. The foxcross was advanced without issue and inflated to nominal pressure for two inflations. During deflation, the balloon would not initially deflate. The balloon was finally partially deflated after some time and removed with resistance noted. The procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt.